Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson and the 30 psi occlusion test, recording a pressure of 20.1psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The 30 psi was recalibrated to value 285 after which the device met specification. The prior calibration value is unknown. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson and the 30 psi occlusion test, recording a pressure of 20.1psi which is outside the acceptable range of 22 to 38 psi. The 30 psi was recalibrated to value 285 after which the device met specification. The prior calibration value is unknown. No patient involvement was reported.